Manufacturer narrative:
The information provided in previous report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they received emergency medical service due to low blood glucose on unknown date with blood glucose of unknown. Sensor was not used since (B)(6) 2019. So, auto mode was not used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they passed out when they gets low and didn't have any warning. The customer reported that over the past two weeks the ambulance had come out twice for severe issues with blood sugar. Customer reported was unknown whether customer was using auto mode or not. The device will not be returned for analysis.